Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose level of 30 mg/dl. Customer's mother declined troubleshooting for low blood glucose reading. Customer's mother stated their blood glucose reading dropped from 100 mg/dl to 30 mg/dl. Customer's mother was advised by the healthcare provider that being on the air plane can cause low blood glucose reading. Insulin pump will not be returning for analysis.